Event description:
It was reported that during a minimally invasive, stand-alone maze procedure, the surgeon inserted the dissector on the right side and articulated and bleeding was observed. A sternotomy was performed, but pt remained off-pump. It was noted that there was a small tear at the junction on the left atrium and right inferior vein. The area was repaired with a couple sutures and the procedure was completed. According to the perfusionist, the pt lost less than 400cc of blood. Pt is reported to be doing very well.

Manufacturer narrative:
(B)(4). The device was not returned to atricure for eval and disposed of by the hosp. The lot number of the device was unable to be ascertained. The surgeon indicated one possible issue could have been tension that ws present as a result of the weight of the pt - anatomical.